Manufacturer narrative:
A field service engineer was dispatched on 10/05/2015. The fse replaced the pump, readjusted retention time to .69 successfully. The fse ran 10 samples successfully, and the customer ran calibrators and controls successfully. There was no further action required by fse. The g7 analyzer was functioning as intended and errors cleared. The most probable cause of the reported event was the pump unit a mechanical failure of the pump. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015 a customer reported a constant grad sensor error with the g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient resultsthere was no indication of patient intervention or adverse health consequences due to the delay in reporting.